Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6. Reason for reoperation: other-technical(plug strap separated).

Event description:
Healthcare professional reported exchange of textured devices due to patient's concern with product and "wants to exchange to gel". Healthcare professional later also reported "hole, non-specific, deflation" and "plug strap separated, attached to capsule". Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported exchange of textured devices due to patient's concern with product and "wants to exchange to gel". Healthcare professional later also reported "hole, non-specific, deflation" and "plug strap separated, attached to capsule". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Other technical: observed broken on plug strap side assessed as unidentified (tear) opening and missing piece of plug strap assessed as inconclusive. Deflation: observed opening on anterior side assessed as surgical damage. Additional observations: no other observation observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.